Manufacturer narrative:
According to the visual examination, the fiber breaks observed were likely caused by mechanical force due to user mishandling. After the fibers were re-stripped, they were tested on a diode laser with 100% laser energy transmission efficiency. The fact that the fiber was able to be used for some amount of time indicates that the fiber was fully capable of functioning as intended. It is highly unlikely that there were any manufacturing faults with this fiber. Dornier fibers must be handled carefully by the user at all times. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech laser gmbh (the manufacturer) per exemption number e2012001.

Event description:
Customer had two diode reusable fibers, one used and one new, that both snapped.